Manufacturer narrative:
A4, b6, b7- a questionaire was sent on 1/16/98 and 2/16/98. To date, this information has not been received. H3-the actual device was evaluated. Visual, photographic and mechanical testing was performed. The device met all specifications.

Event description:
Plate implanted 12/96. Broke post-op and was removed 1/14/1998.